Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings 330 mg/dl and 93 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The customer reported several incidents of error code 1006 (unable to process test, background read failure) occurred while processing patient samples on the architect i2000 analyzer. The customer was using reaction vessel (rv) lot number 71519p100 and was instructed to use a different lot of the rv. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in the meter's memory.